Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implantable neurostimulator (ins) does not work anymore. They did not have any details as to why it did not work. They were asking about mir scanning conditions. No symptoms reported.